Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had received watchdog timeout alarm after change battery as well as blank display. The customer¿s blood glucose level was 330 mg/dl. Customer troubleshoot was not performed. The insulin pump will be returned for analysis.